Event description:
Healthcare professional reported "textured to smooth exchange" and "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued: e.1. State: qc zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth exchange" and "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Additional, changed, and/or corrected data: a2, a5, a6, b5, d6b, e1, h6.

Event description:
Rupture is confirmed on the contralateral side.